Event description:
I had this device from medtronic: ICD implant. Since it's been implanted, I cannot wear a bra. If I touch anything metal it zaps and out of no where this device is just shocking me over and over again like I have been electric shocked and zapped inside of my chest, "heart in me." I called the company complaining, nothing has been done yet. My life's been in hell. I don't know what to do. I will be just laying down. The device will start shocking me out of nowhere for no reason, and "now am not having palpitations." I would wake up from sleep being zapped. FDA safety report ID# (B)(4).